Manufacturer narrative:
--

Event description:
Additional information was received indicating that the patient had developed swelling, tenderness, fever, and chills after this system was implanted, thus, lead revision was done several days after the implant procedure. A pocket revision was also done several months later due to gradual skin thinning at the pocket over the device. The system was eventually explanted after the pocket exhibited signs of skin breakdown, intermittent purulent discharge. Device erosion was also noted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.